Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in impedances. Measurements were not out of range and there were no acute increases in measurements, no noise, and r waves were stable. There were increased thresholds. This patient was not pacemaker dependant and no adverse patient effects were reported. Additional information was provided that the patient presented for normal follow-up and high out of range rv impedances of greater than 2,000 ohms and increased thresholds were noted. Boston scientific technical services (ts) discussed a possible lead issue.

Event description:
Additional information was provided that a lead revision procedure was later performed. During the procedure, the lead was surgically capped and abandoned.